Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: returned product consisted of a maverick xl balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material over the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 5.5mm x 15mm maverick xl balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was closed without implanting a stent. No patient complications were reported and the patient's status was good.